Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
While servicing the system, the philips field service engineer (fse) discovered the system displayed dot artifacts on images. There was no report of misrepresentation as a result of this reported issue. The fse evaluated the system and determined that the cause for the image artifact was due to a broken compensator in the a-plane collimator. The fse replaced the a-plan collimator to resolve this issue. Constancy and image quality (iq) testing were performed successfully on the system. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue has been determined to not be a reportable event.